Event description:
It was reported that a malfunction occurred following a cartridge change, displaying malfunction code 9. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided instructions to reset the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappears.